Event description:
The salute fixation device is intended for fixation of prosthetic material. The surgeon was preparing for a case, fired a test shot outside the pt, and inserted the device through the trocar. It is not clear whether the surgeon inspected the construct formed during the test shot. The salute deployed two straight wire deployments into the pt. The surgeon removed the wire and indicated that there were no adverse effects. The tip of the salute was inspected by an onux sales rep and observed that the tip was broken. The salute was functioning prior to the case when it was demonstrated for the surgeon. It is believed that the instrument was dropped when the hosp cleaned and sterilized it prior to the case.